Manufacturer narrative:
Complaint no: (B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 while on the home choice (hc) device during use during dwell 2 of 4. The care giver(cg) stated that she had recycled power and now had se 2367. The baxter technical representative (tsr) advised the cg that air had entered the setup and the hc had ended therapy. The cg stated that supply line had disconnected from the bag. The cg did not know how the line got disconnected. The tsr advised the cg to close all clamps and the transfer set. The tsr advised the cg to start over with new supplies and inform a peritoneal dialysis registered nurse (pd rn) regarding the alarms and line disconnecting. The cg cycled power to ?pres go to start? There was no patient injury or medical intervention indicated at the time of the initial report.